Event description:
Multiple pt samples tested for tsh recovered high as compared to different methodology. High tsh results did not fit clinical picture. High tsh results recovered using the elecsys instrument were verified. If additional info is received, appropriate notification will be provided.